Event description:
It was reported that the patient was not feeling well and has shortness of breath. The right atrial (ra) lead was found to have no capture and was unable to sense p-waves. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: mcs-p3-31-aoa-us heart valve implanted: 2015-(B)(6). (B)(4)